Event description:
Per the operative report: "the hysteroscope was gently advanced into the uterine cavity. There were no masses or lesions noted and both ostia were visualized bilaterally. The hysteroscope was removed and the thermachoice device was inserted in the uterine cavity after a standard preparation was done with it. After activation an error message appeared on the machine showing motor alert. The device was turned off and removed from the uterine cavity. After restarting the device, several more attempts were made with the device; however, the balloon kept protruding from the external cervical os and we were unable to use the thermachoice for ablation. The novasure device was then opened and the cervical canal was turned to 3 cm. The device was set at 5 cm and placed in the uterine cavity. The uterine width was felt to be 2.7 cm after deployment of the device. A cavity assessment was performed. The device was enabled and the burn was completed with the findings noted above. The device was then removed with good char noted on it."====================== manufacturer response for thermal balloon ablation silicone catheter, gynecare (per site reporter)======================will send return kit. Tracking number (B) (6).